Manufacturer narrative:
Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action is required. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip migration could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ and long leaflets. An xtw clip was inserted and deployed on the mitral valve, reducing mr to trace. However, after deployment it was observed the clip tilted on the leaflets, causing mr to return to a grade of 4. Two additional clips were implanted to stabilize the first clip, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.